Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a midline incisional hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huyl1151 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of a midline incisional hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huyl1151 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with midline incisional hernia thereby underwent open hernia repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified. The sac was opened, the chronically incarcerated fat was reduced partially. A circular ventralex mesh (device #1) was placed in an underlay fashion and sutured.¿ (B)(6) 2015 - patient was diagnosed with small abdominal wall abscess thereby underwent wound exploration and drainage of abdominal abscess. (B)(6) 2015 - patient was diagnosed with worsening abdominal pain, infection and bloody discharge. (B)(6) 2016 - patient had incision and drainage of abscess on the mid abdomen at umbilicus. (B)(6) 2016 - patient visited hospital for pain and drainage and was diagnosed with cellulitis. (B)(6) 2017 - patient was diagnosed with colocutaneous fistula transverse colon, incisional hernia with infected mesh thereby underwent open hernia repair with the implant of xenmatrix ab mesh (device #2) and removal of ventralex mesh (device #1). Per operative notes, ¿the area of inflammation was noted. Significant amount of adhesions were noted. A transverse colon has a fistulous connection in the abdominal wall. The area of mesh was seen and removed. The hernia defect was seen. Functional end to end anastomosis was performed. A xenmatrix ab biologic mesh was placed in an underlay fashion and sutured.¿ (B)(6) 2017- patient had fecal matter beginning to come through the incision and was diagnosed with enterocutaneous fistula, abdominal pain, and redness around surgical incision site. (B)(6) 2017 - patient underwent abdominal wash and temporary loop ileostomy procedure. Attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, hernia recurrence, pain and emotional injuries. It is also alleged that the patient required the use of an ileostomy bag from (B)(6) 2017 through (B)(6) 2017. Also, had a wound vac and PICC line because of fistula.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, 510 (k) number and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with hernia recurrence, cellulitis, bacterial infection, inflammation, fistula, adhesion and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions, inflammation and fistula as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), d. 6b(date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), g4 (PMA/510(k)), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.